Event description:
It was reported that during a cuff repair surgery the wand was removed from packaging and inserted into the shoulder joint without suffering any trauma. After debriding on and off at the start of the case for maybe 10-15min, the head detached from the top of the probe. It didn´t detach completely, and so was removed easily. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9811 batch number 67168767 was received for investigation. Functional testing was not performed due to the fact that the aspirating probe electrode face was detached. Visual evaluation found that the aspirating probe electrode face was detached. This is a known manufacturing issue; the cause is attributed to the supplier process. Refer to (B)(4).